Manufacturer narrative:
The inlay remains implanted, therefore, it is not available for evaluation. The device history record review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. The source of the debris is unknown. Decreased vision is listed in the device labeling as a known potential risk. (B)(4).

Event description:
Two months post uneventful inlay exchange, the patient's best corrected distance visual acuity (bcdva) remains 20/40. In the early postoperative period the patient had corneal edema and interface debris with flap striae peripherally, but these events were self-resolving and were not considered serious. The inlay remains implanted and the surgeon states the patient is improving. The reason for the decreased vision is not known.